Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the auxiliary water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation the cause of the white and black foreign material cannot be identified. However, characteristic elements and peaks similar to cellulose (possibly from cloth products such as gauze) were found. The event is detectable/preventable by handling the device in accordance with the following IFU: pcf-h290zi IFU operation manual ¿chapter 3 preparation and inspection _3.3 inspection of the endoscope_3.8 inspection of the endoscopic system¿ ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.